Manufacturer narrative:
The catheter and system controller were returned and investigated by the manufacturer. System log files and angiographic images were also provided to the manufacturer as part of the investigation. The reported issue was most likely caused by the failure to remove excessive bends or kinks from the catheter path before attempting re-advancement. Review of the system logs shows multiple force sensor recoils near the same location in close time proximity to one another. This, combined with angiographic review which did not show any withdrawal of the catheter prior to the point of presumed puncture, indicated that the warning messaging displayed on the system at the time of force sensor recoil was not followed. The device history record for the associated product lot was reviewed and it was determined that the device was manufactured in accordance with infraredx specifications and procedures. There were no related non-conformance reports or deviations during manufacture. Functional evaluation of the returned controller revealed no issue likely to result in the reported issue occurring. It was not believed that any catheter defect or controller fault contributed to the reported issue. The investigation of this complaint will be closed with the filling of this follow-up report.

Event description:
Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. It is reported that the target lesion was 90% stenosis and was calcified. When the live ivus button was pushed in order to see the real time ivus imaging using the distal/proximal motion buttons, the imaging core penetrated the outer sheath. Therefore, a new imaging catheter was used and the case completed without patient injury. No treatment of patient required due to malfunction.